Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.50/+2.5/098 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 . Due to low vaulting with lens rotation. The lens was replaced with a longer length lens and the problem was resolved. This was the replacement lens for MFR. Report # 2023826-2024-02172.